Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l1 to treat a vertebral compression fracture (vcf). During the procedure, the balloon pressure suddenly dropped from 200 psi to 0 psi. Physician immediately suctioned the leaked contrast media. Bone cement was injected after removing almost all of the contrast media and surgery was completed. According to the report, insufficient curetting may have been the cause for the balloon rupture. No fragments of the balloon were left behind and the patient had no allergies to the contrast media.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.